Event description:
It was reported in an article in stroke journal that six months post procedure the patient experienced cognitive decline and decreased functioning. Imaging revealed 84% in-stent stenosis of the previously treated middle carotid artery (mca) and a flow decrease of more than 50% compared with an initial post-treatment flow rate. Re-angioplasty was performed to treat the recurrent critical stenosis.

Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Neurological deficit and restenosis are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Complaint source - literature: amin-hanjani et al. Stroke(USA)2010;41:2534-2538 - (B)(4)

Event description:
It was reported in an article in stroke journal that six months post procedure the patient experienced cognitive decline and decreased functioning. Imaging revealed 84% in-stent stenosis of the previously treated middle carotid artery (mca) and a flow decrease of more than 50% compared with an initial post-treatment flow rate. Re-angioplasty was performed to treat the recurrent critical stenosis.